Event description:
It was reported that during a thoracotomy procedure, the device would not fire on the initial firing with a green cartridge. It jammed and would not open. The surgeon was able to pull the device off the tissue without it being opened or damage to the tissue. Seamguard was being used. Once off, it was determined that the device had been loaded with a 45mm cartridge instead of a 60mm cartridge. A new device pulled and the procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). (B)(4).